Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (slda) and difficult imaging were due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.

Event description:
This is filed to report a single leaflet device attachment. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, restricted posterior leaflet, and friable leaflets. One clip was successfully deployed on the mitral valve. Due to residual mr, a mitraclip ntw (30126r1024) was deployed lateral to the first implanted clip. Following deployment, the ntw clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a mitraclip nt (21213r1025) was inserted. However, while in the left ventricle (lv), the clip became caught in chordae. Troubleshooting was performed, but the clip was unable to be removed. The clip was only able to grasp the anterior leaflet; therefore, it was deployed on one leaflet with chordae attached. It was noted there were difficulties visualizing the clips during the procedure due to patient anatomy. No additional clips were implanted and mr was reduced to a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.